Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing resulting in pacing inhibition. The patient experienced syncope. The noise was able to be recreated with patient isometrics. A lead insulation problem was suspected. An invasive procedure was performed. Another manufacturer's leadless pacemaker was implanted. This pacemaker and rv lead remain implanted and in service as a back up system until the pacemaker battery depletes. No additional adverse patient effects were reported.